Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Event description:
Customer reported via phone call that the insulin pump had damaged. Customer blood glucose level was 115 mg/dl. Customer also stated that the chip of li p of the reservoir was missing and o-ring was fell off. The device will be returned for analysis.